Manufacturer narrative:
12/19/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke off in tissue. No pt injury was reported.